Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who recently started the ilet system experienced prolonged hypoglycemia, received urgent low alerts, treated with oral glucose and additional carbohydrates, continued to experience falling glucose after a meal announcement, and subsequently disconnected the device and reverted to multiple daily injections. Symptoms included nausea, vomiting, dizziness, sweating, chills, and headache, with a documented nadir of 40 mg/dl and low glucose lasting over four hours. Outcomes included user self-treatment without medical assistance or hospitalization, cessation of device use, and a request to return the product. Investigation included complaint intake, user follow-up, and troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device-related malfunction could be confirmed and that the event was not reportable as a serious injury.